Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field.a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microlance¿3 needles the needle broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the needle broke off at the base and a part with the needle remained in the vial we had a problem with a pink needle that broke while withdrawing a chemo product under isolator (epirubicin) with a 50 ml syringe. The needle broke off at the base (pink part, see photo) and one part with the needle remained in the bottle and the other on the syringe.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 304622 and lot number 220812. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was provided for evaluation by our quality engineer team. Through examination of the picture, the needle was shown with a broken hub at the level of the pressfit (plastic part). Based on the investigation results, an exact cause related to the manufacturing process could not be identified for this incident.

Event description:
It was reported while using bd microlance¿3 needles the needle broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the needle broke off at the base and a part with the needle remained in the vial we had a problem with a pink needle that broke while withdrawing a chemo product under isolator (epirubicin) with a 50 ml syringe. The needle broke off at the base (pink part, see photo) and one part with the needle remained in the bottle and the other on the syringe.